Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the lead was connected, loss of capture was observed. It was not possible to perform the implant measurements since the amplitude data was not obtained. An r-wave amplitude variation and impedance anomaly were observed. As no electrogram was observed on the programmer, the lead was exchanged. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.